Manufacturer narrative:
The actual clips used in the procedure were not saved. The applier(s) used to apply the clips was not identified. The lot number(s) of the clips used in the procedure were not identified. A six month customer sales history, for catalog number 523700, was performed and identified the purchase of three different lot numbers. These lot numbers include: 2217806, 2217807, & 2217808. A DHR review was performed for the identified lot numbers from the purchased sales history. There were no non-conformances or deviations in these files. Numerous attempts have been made to acquire additional info regarding the incident. No additional info has been provided. If additional info is made available, teleflex medical will submit a follow up report.

Event description:
Per received medwatch form filed by user facility: "title: xxxxx. Event desc: patient had open heart CABG and avr. During post-operative night, excessive bleeding via chest tubes. Patient was taken back to or for exploration. Surgeon found weck-pilling clip had loosened and fallen off saphenous vein graft branch. Repaired. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".